Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient complained of dizziness and more frequent pre-syncope. The right ventricle lead impedance and threshold were rising. The lead was capped and was replaced. No further patient complications have been reported as a result of this event.